Event description:
The customer reported that unit has a red cross on the rfu and would not turn on.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.